Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the replacement procedure, the left ventricular (lv) lead had high impedance measurements on certain vec tors. The physician noted that the connection was aligned properly. The physician disconnected the lv connector, inspected, wiped it off, and reinserted the lead connector resulting in the same measurements. Measurements were taken three more times before all measured within normal range. The pocket was closed, and the lead remains in use. No patient complications have been reported as a result of this event.